Manufacturer narrative:
Continued h.6. Health effect - impact codes: f2303. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the jawline with 1 ml of juvéderm® volux¿ xc. Two months later, the patient reported ¿pain and tenderness¿ on the left side of the face and more present when chewing food. The next month, the patient reported ¿palpable pea-sized nodules¿ favoring the left side of the lower face along the masseter muscle, posterior to the antegonial notch. Eleven days later, the patient was treated with medrol dosepak and one vial of hyaluronidase. Another 11 days later, the patient received 1.5 ml of hylenex. Four days later, the patient reported a recurrence of ¿pain and tenderness increasing¿ after completing the medrol dosepak, along with ¿swelling¿ to the entire left cheeks. A needle aspiration was performed with no fluid return. A plastic surgeon was consulted, who ordered an MRI and attempted another needle aspiration with no return. An incision and drainage was done to attempt a culture, but it was unsuccessful, so a dissolvable suture was applied. The patient was then put on bactrim and given a second medrol dosepak. Half a month later, the MRI confirmed ¿nodule and inflammation.¿ the nodule was ¿draining¿ though the skin every 4-5 days and ¿swelling¿ remained to fluctuate day to day with ¿discomfort.¿ a month later, the patient was treated by another healthcare professional with 3 vials of hylenex using ultrasound. The patient was then prescribed a third dose of bactrim. A week later, the patient was offered doxycycline and steroids but became frustrated with more medications. Two days later, the patient agreed to the new medication and reported ¿draining from the skin, swelling, and discomfort.¿ the patient was given a culture to collect a sample which was returned 3 days later. Half a month later, planned hylenex was not used since no filler was seen. No drainage had occurred for 2 weeks, but tenderness remained. The patient inquired about scar correction for their face and an indentation that was left. Just under a month, the injection site again began to swell and show signs of infection. The patient requested antibiotics, cipro, and clarithromycin. Unfortunately, the antibiotics were not working and the patient was forced to go to the emergency room the following month where they underwent blood work and a CT scan. The patient was once again prescribed bactrim for 10 days. The patient also saw a plastic surgeon who put the patient on another 21-days course of bactrim. A month later, the patient underwent another CT scan and an aspiration at the emergency room. The infection in the patient¿s masseter had returned and two more antibiotic prescriptions were given. A month later, the plastic surgeon cut into the abscess, drained it, and packed the wound. It was the plastic surgeon¿s opinion that the filler was injected ¿too deep and into the left masseter muscle.¿ the patient was left with and ¿indentation and scar¿ on the left side of their face.